Event description:
It was observed during the device inspection, that the elite colonovideoscope exhibited foreign material from the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. This is a follow-up to the previous investigation submitted in the previous follow-up report. Based on the results of further investigation, the component analysis confirmed the material in the nozzle as rust and organic silicone which could be originated from anti-foaming agent, etc. It was presumed that the foreign material may have remained in the nozzle due to insufficient reprocessing, resulting in clogging. The nozzle was not deformed. It was confirmed that inspection methods for the suggested event was in IFU operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Additionally there is physical damage to the section of the device with the foreign material remained. Olympus confirmed that the section of the device with the foreign material remained had no deformation. Olympus could not confirm how the reprocessing has been implemented due to no obtained information. A definitive root cause cannot be determined. According to the methods for procedure in line with the IFU below, we determined the suggested event can be detected / prevented. The instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.